Event description:
The caller indicated that his mother had been implanted 10+ years ago with a lap band that caused the patient to vomit and the device remains implanted. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).